Event description:
Physician was attempting to deliver one endeavor sprint drug-eluting stent (2.50mm x 24mm) to treat a moderately calcified lesion in the diagonal branch which had a previously deployed stent implanted with restenosis but the stent was reported to have fractured; the stent was pulled out manually. Physician attempted unsuccessfully to implant another stent endeavor sprint drug-eluting stent (2.50mm x 18mm). When the device was returned to the manufacturing site, damage to the stent was noted. Lesion was treated with balloon. The device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: there were three kinks located on the delivery system. The strain relief was kinked. The hypotube was kinked at 18cm and 52cm distal to the strain relief. The stent was present on the device, but the distal and middle segments of the stent were severely stretched. The first four proximal segments of the stent had no stent damage evident.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ restenosis and moderate calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ restenosis and moderate calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).